Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to the manufacturer for recertification. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician confirmed the device failed the pressure sensor calibration repair test. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the failed test step. Additionally, it was noted in the evaluation that the feet were missing, the cord retainer is missing, the handle o-ring was damaged, the overlay display was damaged, and the base enclosure was damaged; all of which were replaced to address the issues. A repair component was not available, so the device is awaiting component inventory. If any additional information is received regarding the repair, a follow-up report will be filed.